Event description:
Immediately after the placing of 4.0 fr PICC pt began to have abdominal cramps, chest tightenes; sob & facial stinging. Bp 180/120 hr=110. Pt was very flushed and without. Nl breath soothes and wheeze PICC was pulled immediately and all signs and symptoms were gone in 5 - 10 mins.